Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 65 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient has had unrelated renal issues and returned to have a renal stent placed, which was successful. During the renal evaluation, an incidental finding of a 6 cm distal migration of the stent graft was noted. No endoleak was seen. The neck was elongated and had two consecutive 90 degree angels. The cause of the stent graft migration was attributed to disease progression and elongation of the aortic neck. Two aneurx aortic cuffs were implanted 6 days later. This successfully straightened out the aorta and rebuilt the stent graft up to the level of the renals. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: migration, disease progression and elongation of the aortic neck.